Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, mild calcification and a 99% stenosis. The voyager rx was used for pre-dilation. However, the balloon got ruptured at 6 atm when inflated for the first time. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation: product performance engineering reviewed the incident. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. A definitive cause for the reported balloon rupture cannot be determined.